Manufacturer narrative:
.

Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, a balloon rupture occurred. The 99% stenosed lesion was located in the calcified and severely tortuous distal right coronary artery (rca). Following deployment of another manufacturer's stent, the maverick2 20mm x 2.00mm balloon was advanced for pre-dilatation. The balloon ruptured after 5 seconds at 4 atms to 5 atms on the first inflation and was successfully removed intact. The procedure was completed with a different device. No patient injuries or complications were reported. The patient's status is reported as "good."